Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2017-00156 and 3005099803-2017-00157 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two flexiva 200 laser fibers were used during a ureteroscopy procedure in the ureter performed on (B)(6) 2017. According to the complainant, during preparation and outside the patient, the laser fiber body broke in half while attaching to the laser console (captured by manufacturer report 3005099803-2017-00156). A second flexiva 200 laser fiber was used and broke in half while putting it into the scope (captured by manufacturer report 3005099803-2017-00157). The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.